Event description:
Lap proctectomy procedure. Slc55b dlu was fired. Upon inspection of the staple line, malformed staples were observed. Another slc55b was used to complete case.

Manufacturer narrative:
Conclusions: broken wires were visually detected on the elastomeric connectors. The unit was re-attached to the flexshaft and fired. No malformed staples were observed and the reported condition could not be duplicated. The root cause of the damaged elastomeric connectors is not related to the event.